Event description:
Lap right colectomy. Plc75 was loaded with plcr75b and was fired. There were malformed staples observed on both the proximal and distal ends. Another device was used to complete the case successfully without further incident.